Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert for non-sustained right ventricular oversensing. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited post-paced t-wave oversensing. The ICD was reprogrammed (B)(6) 2021 and the patient was in stable condition.